Event description:
Related manufacturer reference number: 3006705815-2024-02037. It was reported the patient had ineffective stimulation due to lead migration. Surgical intervention was undertaken on (B)(6) 2024 during which the existing leads were repositioned. Effective stimulation was restored.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.